Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day the patient was treated with injection of vancomycin (1 gm stat, ongoing, route and frequency not reported) and injection of amikacin (500 mg daily, ongoing, route not reported) for the event. Dianeal therapies were ongoing. At the time of this report the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
On an unspecified date, the antibiotic course was completed. It was reported that, the patient was doing well and fluid was clear. Eight days after the onset, the patient recovered from peritonitis and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.